Event description:
The customer alleged that his breeze2 meter was reading too high. He tested one evening and received a reading of 380 mg/dl. He took insulin based on the reading and went to bed. The customer woke up during the night. He was sweating and did not feel well. He tested his glucose again and received a reading of 47 mg/dl. He ate some sugar in order to raise his blood glucose level. Control solution was sent to the customer for further troubleshooting. No product will be returned at this time.